Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the end of a routine hemodialysis treatment the operator was unable to open the cycler door in order to perform rinseback. Treatment was discontinued due to the elapsed time without performing rinseback resulting in an estimated blood loss of 190cc. The cycler door was subsequently able to be opened after pushing down on the handle which disengaged the door lock mechanism. The patient's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to operator error. The operator most likely attempted to open the door by lifting the handle while the power was still on which engaged the door lock mechanism. The user's guide provides adequate instructions for performing rinseback, including powering the cycler off before opening the door. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.